Manufacturer narrative:
This supplemental report is being submitted to provide additional manufacturer narrative. Engineering investigated the issue via tfs defect 526413. Several attempts were made to request the return of the catheter involved with the reported incident. We did not receive the catheter and were unable to confirm or reproduce the issue based on the information provided. No investigation could be performed.

Manufacturer narrative:
Investigation: upon review of the complaint file, this complaint was determined to be not reportable as there was no product malfunction. The issue was caused my user error. Complaint reference #: (B)(4).

Manufacturer narrative:
Several attempts were made to request the return of the catheter involved with the reported incident. We did not receive the catheter and were unable to confirm or reproduce the issue based on the information provided. No investigation could be performed. Should the device is received at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was under anesthesia underwent a cryoablation procedure. The catheter was already inserted into the patients' right atrium when the doctor noted that the catheter could not be visualized. The doctor removed the catheter and inserted a new catheter to continue and complete the procedure. There was no patient adverse event reported. No additional information was provided.